Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted: (B)(6)2008. (B)(4)

Event description:
It was reported that the patient indicated feeling tachycardic when using a broom to sweep. The patient was also noted to have diaphragmatic stimulation from the left ventricular lead. Reprogramming was done to change the vector on the lv lead and to change response to patient's activity. The device and lv lead remain in use. The patient further reported feeling their heart race when bending over or moving arms. No further patient complications have been reported as a result of this event.